Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The following incident description was provided to caridianbct quality assurance: during autologous pbsc collection there was a leak at the blood warmer luer connection. Post-procedure the pt suffered a low grade fever. This report is being filed due to the collection of blood cultures from the donor.

Manufacturer narrative:
(B)(4) - leak/with fever post collection. Clinical specialist, called the customer for f/u on (B)(6) 2009 and the customer reported that the pt is doing well. The customer site left a voice mail on (B)(6) 2009 for (B)(6) that detailed the blood culture results; product=negative / no growth, pt's blood cultures = negative / no growth, pt's central line tip = negative / no growth, and blood culture drawn via the central line = negative / no growth. Caridianbct disposable quality received a 10" segment of asto tube with male luer connection attached. The connector was examined under magnification for defects, none were identified. The investigator attached a female cap on the male end, and attempted to repeat the leak using water under pressure. The investigator was not able to duplicate the complaint. A possible cause for the leak includes a slight mfg interference defect between the male luer connection on the asto tube and the female luer connection used (not provided from customer). Another possible cause for the leak could be operator error in establishing the connection. Per the info provided from the customer, the pt was suffering from multiple myeloma and the fever could have been caused by the g-csf that was administered. Conclusion: a root cause for the leak and pt fever cannot be identified at this time due to multiple possible causes and insufficient info to identify one main root cause.